Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation.

Event description:
It was reported that the customer answered ¿yes¿ to the survey questions "are you aware of any events associated with an interruption of communication or power between pc unit and modules?" And "is there any apparent damage or corrosion to the iui connector?" There was no reported patient impact.